Manufacturer narrative:
E1- (B)(6). Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm distal of the proximal markerband and extending approximately 8mm distal across the balloon material. An examination of the markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.